Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon, inflation lumen and wire lumen. The tip, balloon, markerbands, and proximal weld were microscopically and tactile inspected. Inspection revealed a burst in the balloon material that was 9 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3.0mmx60mmx135cm sterling¿ was advanced for pre-dilatation. The balloon was inflated three times. However, during the fourth inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed after it ruptured.